Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the pulse generator was connected to the leads, but there was no atrial capture. The physician elected to replace the pulse generator.